Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, it was noted that there was an increase in capture threshold that resulted in a loss of capture on the right ventricular (rv) lead due to rv lead dislodgement. The rv lead was repositioned to resolve the event. The patient was stable.